Event description:
Info rec'd indicates the bed exit will set, but does not alarm.

Manufacturer narrative:
The technician found the sensor strips were reading the weight on the bed all of the times, and would alarm when the sensors were unplugged. The technician replaced the sensor strips to repair the bed.